Event description:
Customer reported poor image quality and a high frequency noise coming from the monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right monitor. System operates as intended.